Manufacturer narrative:
(B)(4). Batch #: m90w4n. Investigation summary: the analysis results found that the device was received with the black tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and tested on a gen11. The device was functional when the max or min hand activation buttons were depressed. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. It could not be determined what may have caused the reported incident of could not be activated by the hand activation. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the scalpel could not be activated by the hand activation during the procedure. Changed to another one to complete the procedure. There was no report on patient injury.